Event description:
It was reported that 80 bd q-syte¿ luer access split-septum stand-alone devices were clogged/blocked and experienced flow issues prior to use. The following information was provided by the initial reporter: when q-syte was vented, it was blocked; bd sales conducted exhaust detection to meet customer description, and the product defect rate was about 50%..

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 80 bd q-syte¿ luer access split-septum stand-alone devices were clogged/blocked and experienced flow issues prior to use. The following information was provided by the initial reporter: when q-syte was vented, it was blocked; bd sales conducted exhaust detection to meet customer description, and the product defect rate was about 50%.